Manufacturer narrative:
The batteries were reported to be replaced at a future date. The site has scheduled planned maintenance (pm) and wish to wait until then to replace the batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the batteries were not charging fully.